Event description:
There was an allegation of questionable results from the cobas e 801 module. The initial insulin result was 0.7 u/ml and the repeat result was 2.6 u/ml. The initial testosterone result was 2.88 ng/ml and the repeat result was 12.00 ng/ml.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The field service engineer found the pre-washing could not be suctioned and the amount of fluid in the cup was diluted. He cleaned the pre-washing nozzles, lines, and the valves. He performed qc and confirmed that there were no problems. The investigation determined the service actions resolved the issue.